Event description:
It was reported that when using the bd pyxis¿ es server, all the orders were not crossing from epic to pyxis. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the device used in the incident, it was determined that the system orders had failed to cross. A technical support specialist confirmed with the customer that the issue had been resolved. The tss then dialed in, verified that all services were running, and confirmed that the servers were functioning properly. The system functioned as intended after the technical support specialist inspected the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.